Manufacturer narrative:
Priming issue: clinical mention introducer was dropped out of sterile field. The root cause of the priming issue was most likely a use-related issue when handling the device as evidenced by clinical detail. Delivery issue: clinical mentions md felt resistance when pulling back 0.018 wire and guidewire was kinked. The root cause of the delivery issue was most likely due to patient condition as evidenced by resistance met. Vascular damage - great vessel: the root cause of the vascular damage - great vessel was not determined as limited clinical information related to how perforation occurred was provided and no product was returned for analysis.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that while attempting to place a rp for the support of a 79 year old male patient for support during a high risk procedure, the pump delivery was complicated and caused v18 wire to perforate vasculature. The v18 is a non-abiomed wire. The rp delivery was aborted in favor of ECMO when the ascending aorta, superior vena cava, and inominate arteries all were damaged. The patient outcome was unknown.